Event description:
It was reported that the pump battery could not be charged and that the pump's usb port was damaged. Customer¿s blood glucose level was 503 mg/dl, with large ketones, not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.